Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart, a cold reset was performed alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm and able to complete rewind. Customer states a temperature basal was not programmed before the alarm occurred. Customer states the insulin pump was not stored or not in use for an extended period of time. Customer stated alarm occurred shortly after inserting a new battery. Advised customer to remove the current battery from the pump and insert a new battery and again pump error occurred. The device will not be returned for analysis.